Event description:
It was reported that there was a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to use multiple daily injections as a backup therapy and will receive a replacement pump with updated software. Instructions were provided on how to manage the pump, including storage mode and the return process. The customer understood and acknowledged all provided instructions.